Event description:
It was reported that the system 9800's monitors would become difficult yo discern images and at times would blank out completely. This occurred during a procedure and the physician was unable to see the images. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that there was a pin pushed in on the lemo connector of the system interconnect. The system was tested and found to be working as intended and placed back into service.